Manufacturer narrative:
Additional information: a4, b3, b5 (area of concern, treatment date, post-operative information).

Event description:
Allergan aesthetics received additional information that the patient was treated to the abdomen and flanks in may 2017 and presented with paradoxical hyperplasia (ph). The patient underwent vaser liposuction to the flanks, upper, and low abdomen on (B)(6) 2023 and present with recurring paradoxical hyperplasia (ph) 5 months post surgery.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the upper abdomen on (B)(6) 2018 using the cooladvantage+ and presented with recurring paradoxical hyperplasia (ph).